Event description:
An operative report from the explant surgery was received on (B)(6) 2014. The report showed only the patient's generator was explanted.

Manufacturer narrative:
Describe event or problem, corrected data: a previously submitted MDR indicated that the vns therapy system was explanted; however, an operative report from the explant surgery showed that only the patient's generator was explanted.

Event description:
Clinic notes dated (B)(6) 2013 were received on (B)(6) 2013. The notes stated that the device was helping him initially but then not after that. The notes indicate that the vns was not functioning, and the battery needed to be replaced. The patient¿s mother and the patient did not wish to have the generator revised or medications adjusted. Follow-up with revealed that this patient is not seen regularly by this neurologist and was not seen for about two years. The manufacturer¿s consultant stated that the patient misses a lot of appointments and has not been titrated to full efficacious settings, which is likely why the patient does not believe there is efficacy, per the physician. She tried to interrogate the patient's device with the physician's programming system, but was unable to interrogate it. She confirmed that his programming system was working. It is believed that the battery could not be interrogated due to end of service. Review of attached programming history shows that the device was consistently at a 10% duty cycle, pulse width of 500 usec, and frequency of 30 hz. Based on the last programmed settings (output=1.5ma/frequency=20hz/pulse width=250usec, 10% duty cycle) on (B)(6) 2012, the device should have >10 years from beginning of life to ifi; therefore, it is not reasonable to assume that the device reached end of service resulting in a failure to program. The patient underwent explant of the vns on (B)(6) 2013. The explanted generator could not be returned for product analysis as the hospital does not return explanted devices. The physician later reported that he does not remember the specifics regarding the patient and therefore he cannot provide any further information.

Event description:
Review of the device decoder data found no sudden abnormal drops in battery voltage that could have contributed to the reported premature end of service.

Manufacturer narrative:
Review of the device decoder data.